Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample was not returned as the shunt had remained in the patient's eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Since a sample was not returned, the root cause could not be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that on the first day following a glaucoma filtration device (gfd) implant procedure, the patient had an intraocular pressure of 3 mmhg hypotony and was treated with medication for postoperative complications. Approximately four months postoperative, the patient developed corneal erosion and endothelial cell loss. Additional information was provided by the surgeon, who reported that the hypotony, corneal erosion and medication treatment were unrelated to the device.